Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 3 mg/ml at 0.4310 mg/day via an implanted pump for an unknown indication. It was reported there was suspected pump pocket infection. The event/difficulty occurred on (B)(6) 2019 during normal use. Pump explant was planned for (B)(6) 2019 and the return status was unable to determine. The pump was functioning and the issue was possible pocket infection. It was reported the patient went to his local physician with concerns of infection. The patient was sent to the local hospital where he was admitted and received intravenous (IV) antibiotics until he was discharged on (B)(6) 2019. He was sent home on oral antibiotics which he had completed. He was in the clinic of managing doctor for his regularly scheduled pump refill. It was noted the pump area was swollen and red. The patient sent home and scheduled for explant on (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was (B)(6) pounds and medical history was asked, but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was seen in follow up monday {(B)(6) 2019} of this week. Antibiotics were finished and the infection looks to have cleared. There were no future plans to re-implant a pump. The pump was explanted on (B)(6) 2019 and was discarded. No further complications were reported/anticipated or expected.